Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring seals would not load properly into the delivery tube. The hospital stated that possibly during the transit, the heartstring seal boxes were dropped. As a result, somehow the seals were not positioned/lined up correctly with the delivery tube; therefore, they could not roll the seal to load into the delivery tube properly. A fourth heartstring seal was loaded and was removed from the loader successfully. The surgeon said it was very difficult to unlock the safety lock before deployment and the seal did not open/uncurve/flatten out when deployed into the aorta. The surgeon used a side-biting clamp to complete the procedure. No other pt complications were reported by the hospital as a result of the conversion. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).